Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer cannot see the sensor details after generating the sensor reports. The customer receives an error when attempting to generate the carelink report, carelink report is not displayed as expected. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed, and the issue was reproducible on the carelink personal account. No harm requiring medical intervention was reported. Product return is not applicable for non-physical devices.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the "sw requirement doc" field. After a thorough investigation the software support team confirmed the sensor details is not shown in the generated reports. This could be due to sensor not connected with the pump and is not sending data to the pump. The most likely root cause is sensor is not connected with the pump. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: we do not see any sensor data uploaded. Can you please confirm if the sensor is connected to the pump while uploading data. We have enabled control code for the patient account in cua. We didn't get the traces for the last upload in clinic on (B)(6) since it was done without control code enabled then. Both clinic and personal have control code enabled now. The control code expires in cua expires in 7 days and the control code in personal expires in 3 days. Please ask the patient to upload again either in personal within 3 days or at the clinic with in 7 days. Helpline mentioned they have conveyed the recommendation to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.